Event description:
It was reported that during the implant procedure, the hub and handle assembly of the delivery catheter tore off during the catheter slitting process. The physician was able to complete slitting using surgical instruments. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter shaft was peeling/slitting/ splitting, showing a spiral slit, and was bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the slitter was not returned, and that the catheter was received in two pieces with the shaft separated from the handle. The spiral slitting and bent shaft was observed during analysis.